Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked keypad overlay at the up/down arrow buttons. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump received with an energizer alkaline battery installed. No damage noted on the battery cap. On the primary svn (B)(4), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 26-nov-2025 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn (B)(4), perform the history review 1 week prior to the event date 26-nov-2025 in the pump history file and found 1 sensor error alert on 11/23/2025, 2 sensor error alerts on 11/24/2025 and 1 lost sensor alert on 11/25/2025. On the primary svn (B)(4), the was no "no delivery alarm" noted when performing the history review 1 week prior to the event date 26-nov-2025 in the pump history file. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. The pump history file lists data on 11/04/2025 to 01/12/2026. On a related svn (B)(4), unable to perform the history review 1 week prior to the event date 21-aug-2025 in the pump history file due to no data available. Earliest power data available per the power management tool/detail trace file is on 12/24/2025 2:44:56 am. There was no power data available for the date of 21-aug-2025. Unable to check power data for low battery alert. Unable to verify power problem-charge/battery anomaly and power problem-battery loss on 21-aug-2025. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.7 mv). The pump passed the functional testing. Unable to confirm alleged high bgs. Delivery anomaly-no delivery/occlusion alarm (insulin flow blocked alarm) not confirmed. Power problem-charge/battery lasts less than expected unknown. Power problem-battery loss unknown. No current code/category (low battery alert) unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with blood glucose value of 500 mg/dl. The customer reported hyperglycemia was treated in emergency medical services/ambulance/emergency room. The event involved product(s) mmt-1884, mmt-399a, mmt-332a, mmt-7040a. The customer reported a past insulin flow blocked event, and the issue was resolved. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was not performed. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-399a, mmt-332a, mmt-7040a. Mmt-1884 was requested, and the customer response was the device will be returned.